Event description:
During a gastric bypass procedure the surgeon noticed a loose insert on 5mm grasper. He tried to pull grasper out of abdomen and upon removal noted missing insert. After exploring abdomen with laparoscopy instrument ot find insert he conducted x-ray but could not differentiate an outline of insert. The surgeon decided to leave abdomen closed rather than conducting an exploratory procedure. No pt complications or injury reported at time of event.